Manufacturer narrative:
Based on the device history record review, no abnormality happened during the production run for affected needle shield batches. No long stoppages of the molding machine happened during production. Any short stoppages of the molding machine will trigger an alarm and production technician will perform manual purging to remove common defects like short molding. Based on the review of the returned samples, the black embedded foreign matter was scatter everywhere in the safety shield, which believed is not caused by stoppages of the machine which could cause the resin material became burnt. Hence, likely that the embedded foreign matter could be generated from the molding process due to a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. For mold l2, the yearly preventive maintenance was reviewed, and the injection screw was cleaned on 06 july 2022 and 21 mar 2022. As no similar complaints received on embedded foreign matter associated with the needle shield batches and based on available information that only 1 piece of needle shield is affected from the reported batches. Furthermore, the injection screw was cleaned on 06 july 2022 and 21 mar 2022. The complaint trend of embedded foreign matter will be tracked and monitored.

Event description:
Complaint from prince of wales hospital. The customer complained that several small black spots were found inside the cap of the needle.

Event description:
It was reported that bd needle 18g 1-1/2in had foreign matter complaint from (B)(6) hospital. The customer complained that several small black spots were found inside the cap of the needle.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.